Event description:
It was reported via a call from the assistant manager (am) of the cardiothoracic intensive care unit on (B)(6) 2013 at 1:08 pm edt that an autocat2 wave intra-aortic balloon pump (iabp) console had stopped pumping for 2-3 mins with no apparent warning. This is the same pump console that the customer had called about with a battery issue on (B)(6) 2013. The am stated the biomed did check the pump and the battery. The dead battery was most likely due to the iabp not being plugged in. Indication for use: coronary artery bypass graft. The iab was inserted through the sheath via femoral artery on or before (B)(6) 2013 w/o issue. The pt was on ECMO (extracorporeal membrane oxygenation) and multiple drips since the operating room on (B)(6) 2013. The css verified that the iabp was currently pumping with no alarms. The am was not in the room when this occurred and could not verify if any alarm sounded. No strip was generated from the pump and currently there is an ECG and fiberoptix sensor (fos) arterial pressure (ap) waveform on the pump. The pump restarted after the "on" button was pressed after 2-3 mins. Alarm codes present: 40 - unable to refill, 2 - bad real time battery. The am verified no blood or condensation in the driveline, no kinks and helium tank level adequate. The am verified that there was a back-up iabp available and the css recommended that this console be switched out and sent to biomed to be evaluated. The am verbalized understanding of same and stated no assistance needed to switch the console. The css spoke directly with the field service rep. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is the pt was receiving iabp therapy as planned.

Manufacturer narrative:
(B)(4). Device will be returned for eval.